Manufacturer narrative:
A getinge filed service engineer (fse) stated that the balloon used in this machine is not from our company. It was considered that the problem was caused by other brands of balloons used by the user. No work order has been issued for the problem that occurred, and no service order has been placed. Factory test were carried out and the machine meets the factory test. The device is currently in normal use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) could not be automatically inflated. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: event site name was shortened due to character limitations. The complete name is the (B)(6) hospital. E1: event site telephone was shortened due to character limitations. The complete number is: (B)(6).